Event description:
After insertion of implant, (within 6 mos), pt experienced joint pain, muscle weakness, stiffness in feet, knees, thighs, wrists, and hands which has persisted to date. Medications have not worked. Blood neg for ra factors.